Event description:
Follow-up revealed the patient will undergo further surgical intervention on a later date.

Event description:
The patient has two leads (from the same lot) placed in the occipital area (i.e., off-label use). On (B)(6) 2015, the patient's right side lead was buried deeper due to eroding through the patient's skin.

Event description:
Follow-up revealed the patient's right side lead was repositioned on (B)(6) 2015. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.